Manufacturer narrative:
Investigation was conducted by field svc engineering. Extensive troubleshooting was performed and the sys was found to be functioning properly. Add'l info provided by the site indicates that the surgeon was moving the sys arms erratically, which may have led to the "non-intuitive" motion experienced by the surgeon. As of march 29, 2007, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during the surgical procedure, the sys arms were moving without prompting. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.